Event description:
A customer reported an alarm 2 due to an occlusion event that occurred earlier in the day. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer addressed the issue by changing the cartridge and resuming insulin, and no further assistance was deemed necessary by technical support, who then closed the case.